Event description:
Abbott architect 16000 immunoassay vancomycin (ivancomycin) assay generated falsely increased test result. Operators followed manufacturer notification instructions from 2012 that all specimens must be centrifuged twice, once at normal speeds (2700 x g for 7 mins) followed by a high speed (10,000 x g spin for 15 mins) to prevent sporadically elevated results. Despite following instructions in notice, assay continues to generate sporadically increased results. Errors in elevated antibiotic results may cause the physician to withhold medication decreasing the effectiveness of the treatment. Repeat analysis of the sample (or recollection of new specimen) gives significantly lower - clinically sensible results. Continuing to use the product until we can switch the assay to another manufacturer, but physicians raising concern over risk of continued sporadic elevated results. This was one of three sporadically increased results reported by pharmacist and clinicians this week. Second patient had initial result of 49 mcg/ml, repeat result was 13 mcg/ml for a (B)(6) female patient. Third sample generated a result of greater than 100 mcg/ml, result caught by technologist, repeat was in the 2 - 3 mcg/ml range.

Event description:
Abbott architect 16000 immunoassay vancomycin (ivancomycin) assay generated falsely increased test result. Operators followed manufacturer notification instructions from 2012 that all specimens must be centrifuged twice, once at normal speeds (2700 x g for 7 mins) followed by a high speed (10,000 x g spin for 15 mins) to prevent sporadically elevated results. Despite following instructions in notice, assay continues to generate sporadically increased results. Errors in elevated antibiotic results may cause the physician to withhold medication decreasing the effectiveness of the treatment. Repeat analysis of the sample (or recollection of new specimen) gives significantly lower - clinically sensible results. Continuing to use the product until we can switch the assay to another manufacturer, but physicians raising concern over risk of continued sporadic elevated results. This was one of three sporadically increased results reported by pharmacist and clinicians this week. Second patient had initial result of 49 mcg/ml, repeat result was 13 mcg/ml for a (B)(6) female patient. Third sample generated a result of greater than 100 mcg/ml, result caught by technologist, repeat was in the 2 - 3 mcg/ml range.

Event description:
Abbott architect 16000 immunoassay vancomycin (ivancomycin) assay generated falsely increased test result. Operators followed manufacturer notification instructions from 2012 that all specimens must be centrifuged twice, once at normal speeds (2700 x g for 7 mins) followed by a high speed (10,000 x g spin for 15 mins) to prevent sporadically elevated results. Despite following instructions in notice, assay continues to generate sporadically increased results. Errors in elevated antibiotic results may cause the physician to withhold medication decreasing the effectiveness of the treatment. Repeat analysis of the sample (or recollection of new specimen) gives significantly lower - clinically sensible results. Continuing to use the product until we can switch the assay to another manufacturer, but physicians raising concern over risk of continued sporadic elevated results. This was one of three sporadically increased results reported by pharmacist and clinicians this week. Second patient had initial result of 49 mcg/ml, repeat result was 13 mcg/ml for a (B)(6) female patient. Third sample generated a result of greater than 100 mcg/ml, result caught by technologist, repeat was in the 2 - 3 mcg/ml range.